Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the product misfired and did not clamp cystic duct. Apparently happened after second firing and clips continued being malformed ie clip legs did not meet. There was no scissoring just both legs were not clamped together. Procedure was completed with same like device. There were no patient consequences.

Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on? 2nd. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? Not known. Was there any torquing or twisting of the device present at the time of firing? No. Torquing or twisting noticed by the nurse but this is not necessarily accurate. Did anything unexpected happen prior to this incident? Device was fired outside patient and continued to misfire. Was the device fired after this incident in or out of the patient? Not known. What were the indications for surgery? What was found? Not known. Does the patient have any relevant history of surgical treatments? Not known. It was a registrar who fired the clip applier and I am uncertain of his previous training in the instrument. The device was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.